Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient stated the transmitter was not working and didn't think the device was working as well. It was noted that when patient tried to do a connection test, the patient let go to soon when doing device check. Trouble shooting was declined. The patient kept saying the lights are not scrolling. The transmitter was fixed, and the test shows the transmitter is still working. The cause or the problem was not determined. Device remains implanted.

Manufacturer narrative:
Correction: please retract this report , as upon review, the device should not have been submitted as a medical device report (MDR) as the event did not indicated a malfunction or caused a serious event.